Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined. Unexpected medical intervention appears to be due to case specific circumstances as one additional clip was implanted to stabilize the implanted clip and reduce the mitral regurgitation (mr) to grade 1+. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip opening post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted however post deployment it was noted the clip partially opened. A second clip was implanted to stabilize the clip, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.